Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported he found fluid leaking during drain 1 of 5 he reported that the stay safe connector and the catheter were not connected when he woke up. His bed was wet from fluid coming out of the stay safe connector. Patients does not know if he disconnected himself or if the there was a problem with the connector set since he was asleep when it happened. The patient connected to another connector before calling for assistance. He was advised to contact his pd nurse. The set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient was already on antibiotics vancomycin and gentamicin prior to this event for a previous incident he had previous this event. There was no adverse event associated with this leak.